Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Age at time of event, corrected data: with the new information available, the patient's age was inadvertently reported incorrectly previously. Date of event, corrected data: with the new information available, the date of event was inadvertently reported incorrectly previously.

Manufacturer narrative:
The supplemental report inadvertently changed the patient's age incorrectly.

Event description:
Review of new programming/diagnostic history of the patient's device revealed that system diagnostics were within normal limits on (B)(6) 2010. However previously on (B)(6)2010, impedance value was 448 ohms which is considered low impedance and a low impedance message was received upon system diagnostics. Later on (B)(6) 2011, high impedance resulted for the remaining history. Attempts for additional information regarding the low impedance are not possible as the physician's office does not provide additional information due to patient confidentiality. Additionally, previous attempts for product information were unsuccessful as the hospital required patient signed release for the requested information.

Event description:
It was reported that a pt's generator showed high impedance upon interrogation on (B)(6) 2011. The pt was programmed to 2.5 ma at this time and last known 'good diagnostics' had been performed on (B)(6) 2010. Only 0.25 ma was being delivered to the pt during diagnostic testing. No trauma, pain, or pt adverse events were reported. The physician did not disable the pt's device as he stated she was "doing well", but the pt was going to have x-rays performed. F/u with the MFR's rep in the area revealed that the physician would not cooperate with attempts for more info, and referrals for surgery from the site were now proceeding w/o the MFR's knowledge. Revision surgery is likely.